Event description:
On (B)(6) 2011 ventral hernia x2 laparoscopic repair with mesh. Felt ill and sick from start. Caused more problem, tight, pulling in colon. Pain in gut - from abdomen, causing pressure in stomach, gastric acids; pain in upper chest from pressure, pain in pelvic floor into groin, sutures listed did not dissolve. Pre mesh 2003, cat scan reveals cysts in pancreas and kidney. Needle biopsy was done twice, 6 months apart and failed both times. More than one doctor told me in was on hormone therapy to stop taking it, including compounding or naturopathic substances. Multiple doctors have had concerns in the past but in "201" was told by a doctor (B)(6) that the cysts I had at the time were not cancerous. In 2007- consistent bowel issues surgery for a rectopexy and 6 months later a rectocele was done, and ended up with severe nerve damage and it was confirmed in 2009 when I had the rectal manometry test done and confirmed it. In 2011 hernia repair with mesh in two places, I was not informed that I was going to have an implant a plastic based material at the time of my surgery. I woke up with pain and nausea. It has never gone away. I have always been a slim person but now I cannot lose weight no matter how little I eat. Life is miserable, my stomach is pooching out and it is painful day and night. In 2014 I had a bariatric doctor perform an exploratory surgery that at that time it was noted that the ventral mesh was degrading into small pieces and was laying loosely inside me. The sutures were supposed to have dissolved in 2-3 months were still dearly present 3 years later. In 2019 my abdomen distention is to the point it is agonizing, and the bloating of mid-section has gotten worse. The constant pressure pushes into my esophagus with additional, non-stop pain in my groin and pelvic floor. Mid 2019 another cat scan has been performed and it shows I have thinning bowel walls in several places which is due to constant inflammation. I have also been experiencing tooth loss over the last several years as there is biofilm caused by the bacteria coming up from my digestive system. In 2020 I have cramping, pain and green vaginal discharge and have been told I have inflammation in my vaginal area. My weight gain is a solid 30 pounds more than I have ever weighed and I hardly eat due to the pain it causes. My pancreatic cysts are now growing and have changed shape as the mesh is coated in plastic it is suspect that this is affecting the cysts that reside in my body now as they have been detected in my lung and neck. Bard - sorbafix fixation is a poly/"actiloe", it is not absorbable. It's plastic.